Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported after normal docking, the flap seemed to be stickier to open than normally. Image was provided showing darker dots which is most probably an uncut areas. Surgery was completed and that patient experienced no harm. Upon follow up, the patient is scheduled to come in for a follow up visit in the future.

Manufacturer narrative:
Logfiles were reviewed by local tech support and did not show any abnormalities which could have contributed to the reported event. Offset was in the required range. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Clinical review showed the flap thickness was selected for the recommended treatment parameter. Treatment report was reviewed and showed fluid between the cornea and cone. Fluid and corneal lacrimation might have built a fluid layer,. Additionally, reducing the flap thickness. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).